Event description:
It was reported that the customer was hospitalized on (B)(6) 2015 due to elevated blood glucose levels and diabetic ketoacidosis. Reportedly, the customer was found unconscious prior to being admitted to the hospital. Customer was treated through intravenous insulin and fluids due to being dehydrated. Troubleshooting was performed and found that the luer lock was loose.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.